Manufacturer narrative:
Correction: h6:- impact codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited, low out of range shock impedance measurements, oversensing noise which led to pacing inhibition and inappropriate anti-tachycardia pacing (atp) to be delivered. The physician suspected the rv lead to have insulation damage. The physician performed a lead revision procedure, the rv lead was surgically abandoned and replaced successfully with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited, low out of range shock impedance measurements, oversensing noise which led to pacing inhibition and inappropriate anti-tachycardia pacing (atp) to be delivered. The physician suspected the rv lead to have insulation damage. The physician performed a lead revision procedure, the rv lead was surgically abandoned and replaced successfully with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: h6: impact codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited, low out of range shock impedance measurements, oversensing noise which led to pacing inhibition and inappropriate anti-tachycardia pacing (atp) to be delivered. The physician suspected the rv lead to have insulation damage. The physician performed a lead revision procedure, the rv lead was surgically abandoned and replaced successfully with a new lead. No additional adverse patient effects were reported. Subsequent additional information was received that reported, the patient with the rv lead called technical services (ts) and reported having had experienced a blood clot and heart attack that lasted for no longer than two minutes. The patient visited the hospital, and the cardiac resynchronization therapy defibrillator (crt-d) system was interrogated and was told that this right ventricular (rv) lead appeared to have been dislodged. The patient also reported the revision procedure where the rv lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported.